Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized for a low blood glucose (bg) level. Reportedly, customer stated that they were told by the hospital doctors that their bg level was so low that they could not obtain a reading. Customer stated that they believed that their low bg level was due to physical activity and not eating. Customer was treated at the hospital; however, they could not provide the specific treatment. Customer was released from the hospital later in the day. Customer reported that they are doing fine now and that their bg levels are stable.

Manufacturer narrative:
Last name- initial reporter's last name was updated. Review of pump data by quality engineering: review of pump data showed that the customer requested and delivered three boluses on (B)(6) 2016. Additionally, the pump data showed that adjustments to the customer's basal insulin rate settings were made throughout the day on (B)(6) 2016. Review of pump data did not show any evidence of device failure or malfunction.